Event description:
Reported 1 false positive sars result for one patient. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: email.